Event description:
As reported by our edwards affiliate from (B)(4), during a transfemoral tavr procedure, a 29mm sapien 3 valve was implanted in the aortic position. Post valve deployment, as the devices were being removed, the 16fr esheath caught and took away the two proglide closure devices, resulting in arterial damage at the access site. Unsuccessful attempts were made to stop the bleeding using catheter homeostasia. The patient was transferred to surgery for vascular repair. The vascular repair was performed with good results. At the time of the report, the patient was in stable condition and discharged to home.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08050.

Manufacturer narrative:
The esheath was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for evaluation. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaint for 'interventional device interacts with non-edwards device' was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during procedure, when the catheter was removed, it took away the two proglide closure device with probable added arterial damage in the access site'. As the closure device is positioned at the access site, it is possible for device interaction during removal. With no returned devices or images, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.